Event description:
It was reported that the patient was admitted to the hospital with elevated blood glucose levels.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned an investigation will be conducted and a supplemental report will be filed. The certified diabetes educator who reported the complaint did not believe the pump caused or contributed to the patient's hospitalization. No conclusions can be made at this time.